Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the surgeon trained on covidien. Started using ethicon products 3 yrs ago, over 200 cases per year. The sales rep was present in 5/4 sleeve. Typical cartridge selection is black, gold, and sometimes blue at end. 3rd firing with gold cartridge a strange noise was heard. Opened jaws and saw jagged staples sticking up and cart was coming away from pan. Patient side had issues, not specimen. Completed firing sequence. New stapler used to complete and oversewed the whole area. Bad one discarded. Does use a 50 bougie. In past noticed he was a little close to it. Damaged one-piece sled scenario discussed. 3rd firing with gold reload, strange noise. Tore through tissue. Device saved. Left hole in stomach. Used green to staple over. The bougie was visible. Oversewed and did leak test, patient ok. Seems tissue pulled. The surgeon fires with the anvil up using slr, cleaning technique- swishes and wipe with damp lap sponge. Large container but not as deep as it should be. Slr cleaning technique reviewed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy after firing, stapler opened and staples had not formed. It was sticking to the stomach and the proximal end of reload was coming out of the stapler. Had to use graspers to get the tissue unstuck from stapler. New stapler was opened to finish procedure. Had to over sew the staple line. Staples had formed properly on specimen side of stomach. The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2021. Additional information. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a gold cartridge that does not fully seat in the anvil. Based on the photo review, the cartridge retention and cartridge installation issues are confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Additional information received: for event on (B)(6) 2021, the surgeon recalls a series of malformed staples with some sticking straight up. Post-operatively the patients did fine in both procedures. Cleaning technique was discussed. Swished and wiped thoroughly in kidney basin with a good amount of water. Using ethicon staple line reinforcement for about a month and stapler for several years. Was not the first time using buttress. Previously non buttress. 20+ cases using ethicon staple line reinforcement prior to issue.

Manufacturer narrative:
(B)(4) date sent: 7/2/2021 h6: component code =g07 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. For cartridge retention, & cartridge installation issue, insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the device performed without any difficulties noted. The test reload was placed and removed with no issues noted during functional testing.  No abnormal noises were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information received: the reload used during event was discarded in sharps container.